Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges unit was not functioning properly and chair jerked and ran consumer into the wall causing consumer to fall out sustaining injuries.